Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced kinked cannula event on 2024. The event occurred within three hours of insertion. The blood glucose level reported during the event was 17mmol/l and patient took correction bolus via pump to address the high blood glucose. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.